Event description:
The manufacturer received a call from a customer stating the screen was not working. There was no harm or injury reported. The support specialist provided the customer with the proper power off sequence to reboot the device. The customer was not with the device at the time. They will contact the manufacturer if they have further issues. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.